Event description:
The custmer alleged that the vent went "inop" and the compressor quit running while on a patient. The mallinckrodt customer support enineer (cse) inspected the device and replaced the bdu cpu board and reset the compressor circuit breaker. The unit passed extended selt testing. There was no patient harm reported.